Event description:
A malfunction was reported on a customer's pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer had already reset the pump and resumed insulin delivery on their own, but tandem technical support arranged to send a replacement pump since the current pump was still under warranty. The customer was advised on how to store the faulty pump and return it using a pre-paid label to avoid charges. Instructions were also given on programming the new pump and connecting the cgm. The customer understood and acknowledged all instructions provided by the support team.